Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: the anastomosis had dehiscence from a previous right hemi colectomy for cancer that was performed on (B)(6) 2013 by (B)(6). The patient had approximately a 1cm opening in the anastomosis that was leaking. This resulted in tissue damage and patient injury. The patient remained in (B)(6). A laparotomy reoperation was performed by dr (B)(6) on (B)(6) 2013 to repair the defect in the colon wall in which that staple line had dehiscence. The anastomosis was redone with three gia 8038 which were used along with a ta 90 blue to repair the dehiscence staple line. Silk was also used to over sew the anastomosis.